Event description:
The user received a questionable troponin t stat generation 4 (troponin t stat) result for one patient sample. The initial result from a sample in an orange (gold) top sst tube was 0.132 ng/ml with a data flag. The repeat result on the same tube was <0.010 ng/ml with a data flag twice. The user also ran a plasma sample from the same draw to confirm the repeat results. The result from the plasma sample was <0.010 ng/ml with a data flag. The erroneous result was not reported outside the laboratory. The repeat results were considered to be correct. The patient was not adversely affected. The troponin t stat reagent lot number was 16696601 with an expiration date of 01/31/2013. The field service representative checked the instrument and could not determine a cause. He performed liquid flow cleaning as a preventative measure. To verify the analyzer operation, he ran performance testing with all results within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It noted the clotting time used for the sst tubes was only 5 minutes which was outside the tube manufacturer's specification for the tube. Also, a statspin centrifuge with a centrifugation for 4 minutes at 3600 rpm was used. This is in contrast to what is specified by the tube manufacturer (10-15 min). Therefore this was a potential cause of the event. No patient was adversely affected.